Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose level. As the customer had changed the cartridges and infusion sets prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.